Event description:
It was reported the patient had a decrease in effectiveness of stimulation approximately one month ago. It was noted the patient had no injury or trauma. It was further noted that high impedances, >10,000 ohms, were measured on electrodes 0-4 and seven. It was noted the patient had less than 50% therapy relief in their right leg. It was further noted that impedance testing and reprogramming was done. It was noted the patient status at the time of this report was alive with no injury. Additional information received reported the cause of the issue was not determined. It was noted the patient was reprogrammed on (B)(6) 2014. It was further noted the patient was receiving effective therapy. Additional information received reported the patient¿s reprogramming on the day of this report covered their painful areas.

Manufacturer narrative:
Concomitant medical products: product ID: 377760, lot# j0546749v, implanted: (B)(6) 2005, product type: lead. Product ID: 377745, lot# v001114, implanted: (B)(6) 2006,product type: lead. Product ID: 377745, lot# v001114, implanted: (B)(6) 2006, product type: lead. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID; 3708140, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (b)(64) 2006, product type: extension. (B)(6).